Event description:
The doctor wanted to insert the spsof-5-3 in the pancreatic duct .so the nurse prepared the spsof-5-3, and the pigtail section was bent as she moved the stent guide wire to the pigtail section. She tried to pass the giuide wire into the spsof-5-3, it was impossible. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.